Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was broken and leaking and as a result, the dilator was not able to be advanced into the sheath. The sheath was replaced, and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The valve was compromised and noticed once we inserted it into the patient because it was back flowing with blood. They replaced the sheath and proceeded with the procedure. The bwi product analysis lab received the device for evaluation on 14-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was broken and leaking and as a result, the dilator was not able to be advanced into the sheath. The sheath was replaced, and the procedure was continued. There was no patient consequence reported. The device evaluation was completed on 09-feb-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ an internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).